Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. Additionally, it was reported that the pump was not exposed to extreme temperatures, but temperature alarms occurred. As well, as that the customer received a power source alert after plugging the pump into a wall outlet and that the battery gauge was fluctuating resulting in the pump shutting down. Customer¿s blood glucose was 89-312 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.